Manufacturer narrative:
Additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that open reduction internal fixation (orif) surgery for a phalangeal fracture was performed on (B)(6) 2018, using the variable angle (va) locking-hand system and the screwdriver shaft self-retaining. Following normal procedure, the surgeon inserted the screw into the proximal phalanx with the screwdriver, however the driver deformed. It was the second time using the driver. The surgery was finished without any other problems although it was not reported how the surgery was completed or if there was a surgical delay. There was no adverse consequence to the patient and the patient was stable after the procedure. Concomitant devices: va-hand system (part: unknown, lot: unknown, quantity: 1), screw (part: unknown, lot: unknown, quantity: 1) . This report is for a stardrive screwdriver shaft. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device evaluated by MFR, device manufacture date: device history lot part#: 03.130.010 synthes lot#: h410237, supplier lot#: na, release to warehouse date: 03jan2018. The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. No ncr's were generated during production. Device history batch review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation summary background: it was reported than on (B)(6) 2018, during open reduction internal fixation surgery for a phalangeal fracture, when the surgeon inserted the screw into the proximal phalanx with the star-drive screwdriver shaft t4 self retaining hex coupling (03.130.010, h410237) the screwdriver deformed. There was no adverse consequence to the patient and the patient was stable after the procedure. Device evaluation: device interaction/functional: damage: visual (appearance not as expected). Visual inspection observed that the d. Visual inspection: istal tip of the screwdriver was twisted. There is minimal surface wear present on the shaft of the screwdriver that would not affect functionality, consistent with use for the screwdriver¿s 1-year lifespan. No new malfunctions have been identified. The received condition was determined to agree with the complaint description and therefore the complaint was confirmed. Dimensional inspection: during the document/specification review the following drawings, reflecting the current and manufactured revision, were reviewed. Screwdriver shaft t4 self retaining hex coupling: 03_130_010 rev. D. All dimensional inspections were performed using calipers. Dimensional inspection was performed on the star-drive screwdriver shaft t4 self retaining hex coupling (03.130.010, h410237) and the dimension of the distal tip falls within specification. A device history review, including material and hardness reviews, was performed for the returned instrument¿s lot number and no ncrs, mrrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Investigation conclusion: a definitive root cause could not be determined based on the provided information. However, the failure mode is typically associated with the application of excessive force in the direction of screw insertion. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis.